Event description:
Operator at a veterinary hosp splashed the chlamydia test kit extraction tube solution into eyes. Operator irrigated both eyes and sought medical attention. Operator was treated by flushing eyes and prescribed antibiotics. Exam of eyes concluded no injury to cornea. Sample in extraction tube tested negative for chlamydia. Operator was sent home. Operator contacted on 2/7 to follow up on status. He indicated that he is doing fine and not experiencing any complications.